Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported experiencing "great pain on my right side." The patient was to follow-up with physician. The device is still in use. No further patient complications have been reported as a result of this event.